Manufacturer narrative:
Follow-up # 2.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter had displayed an unknown error message. When she was applying blood the confirmation window on the strip was not completely filled. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred ¿between the (B)(6) 2015¿. The patient manages her diabetes with a combination of diabetes medications including (metformin 850mg twice daily) and denied making any changes to her normal diabetes management routine as a result of the alleged product issue. The patient denied developing any symptoms. During a doctor¿s office visit on an unspecified date and time the patient indicated that metformin 850mg medication was changed. At the time of troubleshooting the cca noted that the issue remained unresolved when walked through a retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/22/2015). The patient¿s meter has been returned on 6/4/2015 and evaluated by lifescan product analysis on 6/11/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.